Manufacturer narrative:
(B)(4). Anti-backup plate misassembled. The device was received for analysis with no visual non-conformances and with a cartridge reload loaded in the device. The cartridge reload was received partially fired and with damage on the distal part. After further inspection of the device, it was noted that the firing mechanism was not working properly as the device was returning to the home position after 1 stroke. The nozzle was removed and it was found that the antiback-up spring was stuck in the antiback-up plate, not allowing the firing mechanism to work properly. The spring was untangled from the antiback-up plate and the device was tested for functionality with a test reload. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. The device opened and closed without any difficulties noted. While no conclusion could be reached as to how the antiback-up sgring and antiback-up plate became tangled and the cartridge damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during a gastrectomy procedure, there was an incomplete staple line. The surgeon used a first cartridge on the mesentery without issue. When the surgeon wanted to use the second cartridge on the intestine, in the continuity of the first staple line, the device blocked, and was difficult to open, and when it opened, only half of the staples were correctly positioned. This surgeon uses gore seamguard bioabsorbable staple line reinforcement. It is the only buttressing material used during the second stapling, but no buttressing material was used after that. No unusual noise, forces higher were necessary to open the device. After use each buttons and triggers returned to their original position. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.